Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch plk995 and no non-conformances were identified to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Two pictures were received for analysis. Upon to visual inspection of the pictures, two labeled winding former, two detached needles and two sutures piece with the ends wavy of product code w9101, lot plk995 could be observed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused the sutures broke since device was not returned for analysis. Additional information was requested and the following was obtained: did the sutures break or did the sutures pull off from the needle? Connection between swage and suture break. Please clarify, how many sutures broke / pulled-off during suturing on this one patient during this single surgical procedure? 1 device one patient during this single surgical procedure.

Event description:
It was reported that a patient underwent a rhinoplasty procedure on (B)(6) 2020 and suture was used. The suture broke at the swage during the operation, when suturing the peritoneum. The procedure was completed with a new like device. There were no adverse patient consequences reported. No additional information was provided.